Manufacturer narrative:
Event date: populated as (B)(6) 2018 as the reported event date was "(B)(6) 2018."

Event description:
It was reported that a hole in the catheter occurred via user facility report# (B)(4). An angiojet solent omni catheter was selected for use during a thrombectomy angiogram procedure. During the procedure, inside of the patient, it was noticed that there was a hole located on the catheter that goes into the patient. It was recognized because the device did not work. The physician opened another angiojet catheter to complete the procedure. No patient complications were reported.